Event description:
Pt called lfs alleging that five test strips from one vial did not initiate the count down process after blood was applied. The strips accepted blood, however, the countdown process didn't occur. There was no adverse event. No medical care was sought. The customer service rep discussed product discontinuance.